Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent bilateral shoulder arthroplasty. The patient underwent a revision surgery on the left shoulder on an unknown date due to loosening. During the procedure, it was discovered that the patient had significant bone loss. Spacers were inserted and a patient matched implant was ordered.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: lot number is either 570230 or 351930. D6a: implant date either (B)(6) 2014 or (B)(6) 2015. D10: item #: 11361 or 11362 mini humeral stem lot #: 860500 or 410320. Item #:113951 pc hybrid glen post- poly lot #: 182380 or207010. Item #: 113032 versa-dial 42x18x46 hum head lot #: 321810 or 754790. Item #:118001 versa-dial/comp ti std taper lot #: 859480 or 975140. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: item #: unknown, unknown humeral tray, lot #: unknown; item #: unknown, unknown humeral stem, lot #: unknown; item #: unknown, unknown humeral bearing, lot #: unknown; item #: unknown , unknown glenosphere, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through that the patient underwent an initial left shoulder arthroplasty on an unknown date. The patient plans to be revised due to unknown reason. Attempts have been made and no further information has been provided.